Manufacturer narrative:
Follow-up #1: date of submission: 01/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/04/2016 with the following findings: pump was returned with a crack alongside the battery compartment. Battery compartment threads were stripped. Battery cap was not returned with the pump, making evaluation of the battery cap impossible. Test cap was able to hold for testing. Unrelated to the original complaint, the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter stated that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.